Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2018 blood cultures showed gram-negative rods, identified as klebsiella pneumoniae. A gallium scan showed gallium uptake along the medial border of the lvad, which was suspicious for infection. However, healthcare providers believed that a device infection was secondary to the source of the klebsiella. The source was unknown. The patient experienced pyuria, though a renal infection was ruled out as the source. Cefazolin was started. Blood cultures on (B)(6) 2018 showed no growth and the event was considered resolved. Cefazolin was stopped on (B)(6) 2018.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months, 18 days. Manufacturers investigation conclusion: a specific cause for the reported infections could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. The heartmate 3 lvas IFU lists localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout various sections of this document. The heartmate 3 lvas patient handbook contains several sections that provide care instructions in reference to preventing infection. The patient remains ongoing on (B)(4) following these events; however, the patient was later admitted in (B)(6) 2019 (reported in MFR#2916596-2019-02039) and (B)(6) 2019 (reported in MFR#2916596-2019-02339) for infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient present to a clinic complaining of fatigue, weakness, and dizziness. Pneumocystis pneumonia (pcp) was previously diagnosed, as well as an upper respiratory infection (uri) and a urinary tract infection (uti). The patient was prescribed 7 days of antibiotics. After the patient's labs, diagnostic exam, and physical exam were assessed the healthcare provider decided to admit the patient for further treatment. The patient was reported to be febrile with a decreased appetite. Blood cultures were positive for gram-variable rods. A chest computed tomography (CT) scan showed possible bilateral pneumonia. On (B)(6) 2018 2 blood cultures showed klebsiella pneumonia, and a repeat blood culture on (B)(6) 2018 was negative.